Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak, as the pump was found to be empty. It was not determined if the fluid leak was caused by a hole or disconnection and its location was not known. A new ipp was placed and there were no patient complications reported.